Event description:
A hemodialysis user facility has reported the following event. The blood line separated at the juncture of the arterial segment into saline t segment during treatment and that they were unable to remove the blood to send for an evaluation. The facility was contacted for additional information for this event. In speaking with the reporter it was learned that this event occurred on the arterial bloodline and occurred at 30 minutes into the dialysis treatment. It was reported this event resulted in a total ebl of <275 ml. No blood was returned to the patient. The nurse set up a brand new treatment set as well as a new dialyzer and the patient completed the remainder of the treatment without further incident. Reportedly, the patient is fine and had no ill effect as a result of this event.